Event description:
It was reported that there was oversensing, noise, undefined high impedance, no output, and no capture. During lead revision, the doctor pulled on the right ventricular lead and it pulled out of the header before the setscrew was loosened. The doctor was concerned there was a problem with the setscrew. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; grommet and setscrew damage observed.